Manufacturer narrative:
Evaluation: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (resetting) was confirmed. Upon investigation, the monitor failed incoming functionality testing. The cause of the resets was isolated to an intermittent u104 pxa270 arm processor on the computer/analog (ca) board. The cause of the incoming testes failure was the intermittent u104 component. The root cause of the intermittent u104 component was unable to be positively identified. No adverse event resulted form the defective monitor.

Event description:
A zoll distributor contacted zoll to report that monitor sn (B)(4) was resetting.